Event description:
It was initially reported that the patient was having increase in depression since the battery was no longer working. At this time medicare will not cover generator replacements for depression and the patient was urged to speak with her physician regarding other treatment options if a generator replacement was not possible. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
.